Manufacturer narrative:
The device was returned and evaluated by the third-party distributor, and the customer¿s allegation was confirmed. In addition to the distal end cover found to be cracked, the bending section rubber was torn and leaking, the distal end cap was burned and cracked, the sheet holder unit of the electrical connector was corroded, there were scuff marks found on the insertion tube, the bending section cover was starting to strain, the angulation was not to specification, and the device required an annual inspection to the distal end assembly per the original equipment manufacturer¿s requirement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The third-party distributor reported (on behalf of the customer) to olympus that there was a leak while using the evis exera ii duodenovideoscope. The issue was found during reprocessing and there was no procedural involvement or patient harm associated with the event. The device was returned evaluated, and the distal end cover was found to be cracked. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip crack could not be determined, however, it was likely the result of physical stress applied to the tip of the scope. The event can be detected/prevented by following the instructions for use which state: ¿- preparation and inspection - inspection of the endoscope - inspection of the endoscope¿ ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.